Event description:
It was reported by a patient, "I feel like I did before the last device was replaced. When the device failed." The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.